Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded unstable threshold and impedance measurements for the right ventricular lead. Visual inspection indicated no problem with the connection between the ICD and lead. Measurements of the impedance and threshold and sensing during the operation through the analyzer and the new device were good and stable. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.